Event description:
During a laparoscopic adrenalectomy procedure, the machine alarmed and displayed error code 5. The blade broke and the piece was retreived by surgical device. Another like device was used to complete the case. There were no adverse consequences to the patient.